Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during surgery the frs screw can't be screwed in with the screwdriver. The surgery was finished with another frs screw of the same size. No further event information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated corrected. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned screw noted the hex in the head of the screw is damaged. The dimensional analysis noted the screw is conforming to specifications where measured. The device history records (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.